Manufacturer narrative:
Additional information was received on 2/15/2019. The device was explanted on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/21/2019. When the devices were explanted bilateral prosthesis replacement with mentor smooth round moderate plus profile 600cc saline prostheses was performed. The evaluation of the returned device was completed by the failure analysis lab on 4/6/2019. Device evaluation summary: it was reported that a 49-year-old hispanic female underwent primary breast augmentation with a mentor smooth round moderate plus profile 600cc saline prosthesis and experienced left sided deflation post procedure. Upon receipt by mentor the device contained no fluid. No foreign material was observed within the device or on the shell surface. During evaluation a rent within a crease measuring approximately 3. 1cm was observed on the anterior extending to posterior aspect. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female underwent primary breast augmentation with a mentor smooth round moderate plus profile 600cc saline prosthesis and experienced left sided deflation post procedure. The patient noted that the implant appeared to be leaking. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.